Event description:
It was reported by the customer that a pyxis medstation system had a keyboard issue. The customer stated that the keyboard keys are not responding, backspace, o key and few other keys are not working. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a keyboard failure. The field service engineer reseated the cable to resolve the issue. The system functioned as intended after troubleshooted the device.